Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient had ineffective therapy approximately from (B)(6) of 2020. The lead was fractured and showing all high impedances in the programmer. As a result, to address the issue, scs system was explanted.